Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was pneumo leakage. The procedure was completed with the same trocars. No patient impact. The trocar was discarded.